Event description:
This valve was explanted due to paravalvular leak. According to the op report, at explant, the aortic root was dilated and there was "significant" calcification of the ascending aorta. The valve had a "significant" paravalvular leak below the ostium of the left main coronary artery, and the left internal mammary artery to the "lad" was "totally" occluded. The pt also had a "diffusely diseased" right coronary artery wtih a "small" posterior descending branch. CABG to the lad and right coronary artery was performed, and the valve and ascending aorta were replaced with sjm 23cavg-404. The pt experienced "significant" bleeding coming off bypass and was given IV blood products and aprotinin. The bleeding was controlled and the pt was brought to the ICU for recovery.